Event description:
It was reported to philips that the device is displaying charge button failure" solid red x with a periodic chirp. Customer also requested battery part number. Error was noticed during daily check of device and was not in clinical use.